Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a flickering image and fluid found inside the light guide lens. The additional findings that required repair include: a pinhole in the glue found in the plastic distal end cover, a crack in the body control unit that prevented the performance of a full leak check, fluid was found inside the objective lens, a crack was found in the bending section cover and a crack was found in the control body. Also, distal end plastic cover which was found to have dents in the holder ring was recommended for repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lens needed repair while using the evis exera iii duodenovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the distal end plastic cover was found to have dents in the holder ring. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded the device. Olympus will continue to monitor field performance for this device.